Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with incontinence, urethral erosion, and urethra atrophy. A surgical procedure was performed and the aus was replaced. No additional patient complications were reported.